Event description:
It was reported during a hemicolectomy procedure the instrument did not open after a few times. Jaw had to open with force (no part fell into patient). No further information is available. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the distal I-beam pin on the wrong side, at the jaw dam. Due to the returned condition, functional testing could not occur. The failure was duplicated by forcing the jaw to open wider than it should be (hyper-extending the jaw) and then applying force to squeeze the handle.